Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the small battery drive device motor had seized, jammed, moved heavy and there were traces of corrosion. It was further determined that the device failed the following pre-tests: check the battery case coupling, check the off/osc/on switch mode function, check switching function, check the triggers and electronic control unit (ecu) function and check the function with electronic pen drive (epd)-consoles. It was reported in the service order that the device short circuited in reverse mode which broke the internal battery protection (eight batteries died). It was unknown if the event occurred during a surgical procedure. It was unknown if there were any delays to the surgical procedure or if a spare device was available for use. It was unknown if there was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.